Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuous unspecified artery. After a non bsc guidewire cross the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. After several times of inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR.; a visual and microscopic examination found no issues with the markerbands and tip section of the device. A tactile examination found no kinks or other damage along the shaft of the device. A longitudinal balloon tear was identified in the balloon material. The tear was 22mm in length and extended from the proximal sleeve to a position 12mm distal to the proximal edge of the proximal markerband at which point the balloon material was torn circumferentially for approximately 5mm. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuous unspecified artery. After a non bsc guidewire cross the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. After several times of inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.